Event description:
Pt underwent total hip replacement on (B) (6) 2008, presented with continuous pain, requiring revision surgery. At reoperation, acetabular component was well fixed and required cutting out. Large amount of cloudy fluid, no infected.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.